Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of urinary incontinence. It was reported that after the implant, the patient experienced gall stones, emotional changes, disability, urinary incontinence, urinary retention, hypertension, bladder infections, recurrent vaginal pain, nocturnal enuresis, dyspareunia, dysuria, uti, vulva red and swollen with whitish yellow discharge, vaginal dryness. Post-operative patient treatment included gall bladder removal, use of incontinence pads and medication.